Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # k073231.

Event description:
On (B)(6) 2010, the healthcare provider/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is reverting into the setup mode. This medical surveillance specialist obtained additional information on (B)(6) 2010 during a follow-up phone to the patient. The patient tests once per day and manages her diabetes with levimir insulin and glyburide oral medication. The patient's blood glucose averages around "74-80 mg/dl" on the morning prior to her breakfast. On (B)(6) 2010 at 8 am, the patient was upset and nervous because a blood glucose reading could not be obtained due to the alleged issue. According to the reporter, the patient gets shaky when she is upset and nervous. It is not clear whether the patient's symptom of shaky was due to the hypoglycemia or the patient's emotional state. The patient reportedly took her usual medication and ate her breakfast that morning. She felt better 3 hours when she was able to obtain an unspecified blood glucose reading on the subject meter at 11 am. The patient did not seek any medical intervention for hypoglycemia or hyperglycemia as a result of the alleged issue. According to the troubleshooting performed with customer service, the product issue was not resolved with training. However, during the follow-up phone call, the reporter claimed that the alleged issue was resolved after the battery was replaced. This complaint is being reported because the patient had symptom that can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the patient.